Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube on an mr290v vented autofeed humidification chamber from an rt225 infant breathing circuit kit was damaged while the ventilator was being set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a break in the water feedset tube where it is inserted to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed one other compliant of this nature for lot 121031. Conclusion: the damage observed on the returned mr290v vented autofeed humidification chamber was most likely caused by the feedset tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they are released for distribution and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the feedset tube occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube on an mr290v vented autofeed humidification chamber from an rt225 infant breathing circuit kit was damaged while the ventilator was being set up. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.